Event description:
It was reported that the micromanipulator has alignment issues. There was no patient involved.

Manufacturer narrative:
The console components were not returned for analysis; however, the device was evaluated on site by a field service engineer, who confirmed the reported issue. During the evaluation, it was identified that the digital acublade was not functioning properly. Corrective actions were implemented, including replacement of the micromanipulator and microswitch, resolving the issue. A review of the micromanipulator hazard analysis was completed and confirmed that the event of misaligned was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that, the micromanipulator has alignment issues. There was no patient involved.